Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that the surgeon side console (ssc) right master tool manipulator (mtm) finger clutch was not working. The surgeon elected to switch to another ssc to continue with the case. The customer was unable to provide any additional details related to the event. The procedure was converted to another da vinci surgical system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed successfully with the other ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer informed the fse that the finger clutch was not working on the surgeon side console (ssc) master tool manipulators (mtms). The fse was able to reproduce the reported problem. The fse tested the finger clutch and confirmed it was not working. The fse replaced both gimbal assemblies on the ssc mtms to resolve the reported problem. The system was tested and verified as ready for use. Isi received the gimbal assembly (serial# (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure during a visual inspection. The opto button assemblies would be replaced as a fix. Isi received the gimbal assembly (serial# 330489) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure during a visual inspection. The opto button assemblies would be replaced as a fix. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.